Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. Explained that recurring no delivery alarms may have been due to insertion site, infusion set or reservoir issues. The customer stated that the tubing of the infusion set was not bent or kinked. While priming the insulin pump, the customer received the no delivery alarm. Advised customer to perform a complete set change. Advised to monitor the insulin pump and call back if problems persisted. The customer explained that she often received a no delivery alarm while bolusing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.